Event description:
It was reported that a user of the ilet experienced recurrent postprandial hyperglycemia after moving into an assisted living facility and changing diet, with glucose values reaching approximately 280 mg/dl for 60 to 90 minutes after meals despite proper meal announcements and the system subsequently bringing glucose back into range. Symptoms included hyperglycemia without associated acute clinical effects. Outcomes included no medical intervention, no backup therapy, and no alarms. Investigation included user education on proper meal announcement and referral for potential algorithm reset. Investigation of this case revealed no device malfunction and that the event was consistent with hyperglycemia of unclear cause in the context of dietary change with an otherwise functioning system. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.